Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the instrument channel was clogged. The evaluation also found there were dents on the distal end plastic cover and control body. A hole was found on switch #1, and scratches were observed on the light guide tube and scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse manager at the user facility reported that during an unspecified therapeutic procedure using the subject device, the stent became stuck inside the biopsy/instrument channel and the channel became blocked. The doctor tried to remove the stent, but it slipped back into the channel. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the customer's reported issue (stent was stuck in the biopsy/instrument channel): the intended procedure was an endoscopic retrograde cholangiopancreatography (ercp) with stent placement. The doctor was removing the stent and accidentally pulled the stent into the scope when they were trying to remove. The stent was caught in the scope. They used another tjf scope to complete the procedure. The stent was placed and the procedure was successful.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to provide additional information received from the user facility regarding the reported event. Additional information from the user facility included. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and according to the additional information obtained from the user facility, when the user tried to remove the stent, the user inadvertently pulled the stent into the endoscope, and the stent became stuck in the endoscope. Therefore, due to a mistake by the user, the stent became clogged in the endoscope. Olympus will continue to monitor field performance for this device.